Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances of greater than 2000 ohms. Although a lead integrity issue is suspected, the plan is to continue monitoring the lead at this time. The patient is not dependent and there have been no adverse patient effects reported.